Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips there was an intermittent leads error during patient use. The ops check passed afterwards. Device being sent to bench for evaluation. Patient involvement was reported. There was no reported harm.